Event description:
It was reported via clinic notes received that the pt was experiencing an increase in nocturnal seizures and was being referred for a prophylactic battery change. It was noted that the pt's vns had not been checked in two years. No change in medication or other factors were noted as possible contributors. It was also noted that the pt was recently experiencing sleep apnea; however, the relationship to vns is unk. The pt's vns generator has been replaced. Attempts for the return of the explanted generator are currently in progress. Attempts for further info are in progress as well.